Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data showed a manual time change on the complaint date. The total daily delivery reflected the user¿s programmed basal rates. Using the returned battery cap and cartridge cap, the pump powered up and performed properly. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidences. Pump delivery accuracy reading was within specifications. Evaluation revealed that the internal clock battery on the printed circuit board malfunctioned. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. As a result, a time keeping accuracy test could not complete. No conclusion can be drawn with regard to the alleged time keeping issue. Unrelated to the reported issue, the bolus button cover was torn while the button responded properly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a severe hypoglycemia due to time keeping issue with the pump. Reportedly, on an unspecified date, the patient¿s blood glucose (bg) was at 57 mg/dl with severe dizziness. It was reported that the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. The patient allegedly remained on pump therapy with no information provided regarding any recent adjustment to the pump settings. Customer technical support agent reviewed the event with the reporter. It was reported that the clock on the pump was gaining time, more than 5 minutes per month comparing to atomic clock. The reporter stated that the time/date was correctly maintained when battery was removed for less than 24 hours. Troubleshooting was unable to ascertain the causes for the alleged time gaining issue. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia related to an alleged inaccurate time keeping issue of unknown causes.